Event description:
It was reported that a user of the ilet experienced hyperglycemia with a fingerstick reading reaching 412 mg/dl range after a high-carbohydrate breakfast and routine snacking, with 9 units of insulin on board and only 2 units remaining in the cartridge; a full supply change was advised and performed, and no leakage at the infusion site was observed. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem related to unannounced snacking consistent with a missed meal announcement, involving the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.